Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2021-38029, 2017865-2021-38030. It was reported that the patient presented in clinic with a pocket infection. The cause of the infection was a leg infection. There is no allegation that the system or any procedure involving the system contributed or caused the infection. The physician elected to explant the implantable cardioverter defibrillator, right atrial lead, and right ventricular lead. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Visual examination found no malfunctions.